Manufacturer narrative:
E1; patient city; (B)(4). Patient country; united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient faced infusion set leakage.the infusion set was in use for 3-4 days. No further information was available.